Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the occlusion test due to a faulty force sensor resistor. Unable to perform further testing due to the motor error anomaly.

Event description:
Initially it was stated that the customer was hospitalized for high blood glucose. It was stated that the customer may not have been on the insulin pump prior to the hospitalization. It was then stated on another phone call that the customer was again hospitalized for high blood glucose and the reading was 900 mg/dl. The customer had ketones. Troubleshooting was not possible as s the insulin pump alarmed motor error.